Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-mar-2018 with the following findings: during testing, it was observed that the display screen was dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 20-mar-2018.